Event description:
A report was received that the patient was experiencing pain at the pocket site when charging. The physician confirmed that the ipg was a bit shallow but had not come out of the skin. The patient was treated with lidocaine patch to put near the ipg site and the site was under control.

Manufacturer narrative:
Additional information was received that the patient was charging using her pants which caused pain and discomfort.

Event description:
A report was received that the patient was experiencing pain at the pocket site when charging. The physician confirmed that the ipg was a bit shallow but had not come out of the skin. The patient was treated with lidocaine patch to put near the ipg site and the site was under control.